Event description:
The customer's nurse reported that the customer was found unconscious and could not be revived by his family. The customer was then taken by paramedics to the hosp due to hypoglycemia. Troubleshooting was performed, and the insulin pump passed the lead screw test. The customer's nurse stated that she will confirm that the insulin pump is programmed correctly. At the time of the phone call, the customer was not wearing the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.